Event description:
The customer claims that there is a hole in one of the side panels. There was no patient injury reported. Inspection of the product found that the front window mesh has a 2 inch hole in it.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the front window has a 2 inch hole in the mesh. On panel side a, the left leg has broken elastic. On panel side b, the left leg has broken elastic. (B) (4).